Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Patient stated <insert u-500 or u-200> insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u- 100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 introduction / page xi warning: rapid-acting u-100 insulin: the omnipod® system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog, humalog, and apidra are compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that a patient went to the ER with high bg levels. Patient was not sure that the insulin was delivering. Patients bg levels increased to 395. Patient was using u-500 which is not approved with insulet. For treatment the patient was given fluids and insulin.